Manufacturer narrative:
Evaluation results: one used bivona tracheostomy tube was returned for investigation without its original packaging inside a (B)(4) bag. Visual inspection was performed at 12 inches under normal conditions of illumination to detect for any contamination on the unit. The investigator observed that the sample was contaminated with yellow spots. The substance was wiped away with a towel. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the information provided in the complaint description, it is most likely that the unit was contaminated once it left the manufacturing facility.

Event description:
It was reported that the lower shaft of the cannula was discolored and rough after two weeks of use. No reprocessing measures were taken. No patient injury or complications were reported in relation to this event.